Event description:
A report was received that the patient had an infection at the pocket site. The symptoms were redness and soreness. The physician administered oral antibiotics and irrigated the pocket site. The patient was monitored at the hospital and is reportedly doing well. The physician feels the infection was not device related but could be due to the procedure.